Manufacturer narrative:
Evaluation of the device confirmed the reported issue. The device when tested exhibited error code e224 due to faulty cable unit. In addition, it was observed that the rear cover packing seal is deteriorating. The identified parts were replaced, device was repaired. Once completed the device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue was due to faulty cable attributed to electronic component electric failure.

Event description:
It was reported that during an unspecified procedure the device exhibited error e224 communication error message stating to reconnect the camera. The user did connect the camera several times and issue was not resolved. The subject device was replaced and intended procedure was completed using another device. Serial number of the device used was not provided. There was no patient impact or harm to the patient was reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer¿s investigation, the event likely occurred because the disconnection of the cable prevented communication between the processor and the camera head. Disconnection of the cable is probably caused by the user's handling. The instructions for use states: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."